Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose level over 600 mg/dl and a motor error alarm. Customer used injections to get their blood glucose level down. Customer's blood glucose level was 570 mg/dl at the time. Customer started taking bits of insulin. Customer had a no delivery alarm and then the motor error alarm came up. Customer stated that she walked through a metal detector. Customer stated that it could have been exposed to an MRI of her liver or an ultrasound. Customer stated that she was almost positive that she removed the pump. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer mentioned that she changed her set twice last night because she received no delivery alarms. Insulin pump will need to be replaced. Customer was advised discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump had a cracked reservoir tube lip.